Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level ranged from no impact to 360 mg/dl. The bg level was addressed with a manual injection. The customer confirmed that an alternate method of insulin delivery was available.